Event description:
The hospital reported that during number of procedure, six heartstring seals cracked while loading the seals into the delivery tube and one heartstring seal did not deploy into the aorta. The exact number of procedure(s) were not provided by the hospital. No pt complications were reported by the hospital. It is not known how the case was completed. This report is for the seventh and last seal.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.